Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) (syn) and pc-(B)(4) (pts) are related to pc-(B)(4) which reports about the non-union occurred after the first surgery. This (B)(4) reports about the event which occurred in the revision surgery. It was reported that on (B)(6) 2023, the patient underwent the orif revision surgery for tibia non-union. In the surgery, the radiolucent in question was drilled eccentrically to the screw hole during radiolucent drilling. Even when the screw was inserted, the drill bit in question interfered with the nail and there was stronger resistance than usual. After correcting the orientation, the screw in question was inserted. Then, it was confirmed that the screw part of the retention pin short in question broke during the insertion of distal locking screw. And the broken piece remained in the screw head. The screw was removed, and new screw was inserted. The surgery was completed successfully without any surgical delay. We have received a request from the surgeon to investigate the screw and driver. A senior doctor commented that it might be a technique problem. No further information is available. This report is for one (1) retention pin for screwdriver short / xl25. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the retention pin short xl25 was observed broken. Fragment was not received in the evidence provided. No other issue was identified. A dimensional inspection for the retention pin short xl25 was not performed due o post manufacturing damaged. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retention pin short xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history lot: part number: 03.045.004. Lot number: 738p524. Manufacturing site: haegendorf. Release to warehouse date: 20.04.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.